Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the pt's vessel was severely calcified in the mid rca and appeared to be almost totally occluded. Repeated attempts were made to push and pull back the xience v for crossing; however, the stent failed to pass the lesion. The device was pulled back the xience to change to another device. It was noticed that the stent was dislodged from the stent delivery system (sds), outside of the pt's body. Another attempt to cross the lesion was made with another company's stent; however, this device failed to cross, as well. The procedure was finished with ballooning. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4): product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood in the guide wire lumen. There was no contrast visible. The stent implant was returned dislodged from the sds. The first three rows of proximal struts were mangles. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were four kinks in the hypotube, 15.5, 17.5, 19, and 19.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. There were no kinks or damage noted to the inner member or tip. The protective sheath was not returned. The tip seal length was measured and met manufacturing criteria. A snap gauge was used to measure the outer diameters (od) of the stent implant. The middle and distal od measurements met manufacturing criteria. The proximal od measurements could not be taken due to the damage. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.